Manufacturer narrative:
An event of embolization was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2020, a 5-4mm amplatzer duct occluder ii was implanted. No implant complications were reported. Approximately 48 hours post-implant, device embolization into the right pulmonary artery was reported. On (B)(6) 2020, the duct occluder was surgically removed and the patient's pda was surgically closed. No patient consequences were reported.